Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 640 mg/dl. The customer was put on insulin drip. The customer wanted to shut the pump off and not have it deliver any insulin. The nurse was placed on hold and she disconnected the call.